Event description:
Related manufacturer reference numbers: 3006705815-2019-04897. It was reported that the patient's leads were anterior. It is unknown if the leads were placed anterior at implant, or if the leads migrated. As a result, the leads were explanted and replaced, which addressed the issue. Therapy was restored post-operatively. The patient also had ipg migration, as documented in manufacturer reference number: 3006705815-2019-04901.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference numbers: 3006705815-2019-04897, 3006705815-2019-04899, 3006705815-2019-04900. It was reported that the patient's leads were anterior. It is unknown if the leads were placed anterior at implant, or if the leads migrated. As a result, the leads were explanted and replaced, which addressed the issue. Therapy was restored post-operatively. The patient also had ipg migration, as documented in manufacturer reference numbers: 3006705815-2019-04901, 1627487-2019-13892.